Event description:
The customer was hospitalized for low bgs. It was suggested that the pump might have over delivered insulin. Troubleshooting was performed. The programming and histories on the pump were accurate. The pump was operating as designed. Suggested that the customer call the doctor to discuss possible causes of low bgs.